Manufacturer narrative:
Device is awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion alarms during a patient infusion in the in-patient department (drug, volume, rate, and dose are unknown). The patient was connected at the time of the event, however there was no patient injury or medical intervention associated with this event. The device was changed out with a working device in order to correct this condition, and the infusion was continued. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The false upstream occlusion alarms were verified. The cause was determined to be the ultrasonic sensor which was out of specification. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.